Manufacturer narrative:
This MDR is result of a retrospective review of complaints.sensor manager software measurements confirmed that sensor triggered false (led disconnect) alert. This is due to the led flag threshold being too high to be appropriate for this sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.